Event description:
Case description: medical history included pneumonia. Novolin n:&#59406; batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 3: batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: investigation result. Narrative. Manufacturer's comment: on 09-sep-2016 as novopen 3 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). No further information was obtainable. Continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hospitalized "for various reasons", including pneumonia [pneumonia]. Novopen 3 broke [device breakage]. Hypoglycaemia [hypoglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycaemia" with an unspecified onset date, "hospitalized "for various reasons", including pneumonia" with an unspecified onset date, "novopen 3 broke" with an unspecified onset date, and concerned a female patient who was treated with novolin n (insulin human) from unknown start date due to "drug use for unknown indication", novopen 3 (insulin delivery device) from unknown start date due to "device therapy". The patient's height, weight and bmi were not reported. Medical history was not provided. Concomitant products included - lantus (insulin glargine). The patient's daughter reported that the patient's novopen 3 broke. The patient had used it for a long time. It was not reported when the patient started to use it. On an unknown date the patient presented with hypoglycaemia. On an unknown date the patient was also hospitalized "for various reasons", including pneumonia, however the other reasons and hospitalisation dates were not provided. No further information was reported. Action taken to novolin n was not reported. Action taken to novopen 3 (insulin delivery device) was not reported. The outcome for the event "hypoglycaemia" was unknown. The outcome for the event "hospitalized "for various reasons", including pneumonia" was unknown. The outcome for the event "novopen 3 broke" was not reported. Company comment: in this case very limited information is available and it was unknown when the hospitalization occured. Age of the patient was not reported. The unlisted event pneumonia is commonly caused by bacteria or virus.